Manufacturer narrative:
(B)(4). Date sent: 10/22/2021. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. The account provided videos: upon visual inspection of the eleven videos the following was observed: first video. At 12:03 mark a device was introduced with a white reload loaded. At the 12:29 mark the device was placed on the tissue. At the 13:30 mark the device was removed and the staple line and cut line were as expected. At the 26:58 mark a device was introduced with a white reload loaded. At the 30:01 mark the device was placed on the tissue. Second video: the video starts with a device was introduced to tissue with a white reload loaded. At the mark 4:04 the device was removed from the tissue and a b- formed staple was noted. The rest of the video the surgeon is suturing the tissue. Third video: at 12:03 mark a device was introduced with a blue reload loaded. At the 20:37 mark the device was placed on the tissue. At the 23:01 mark the device was removed and the staple line and cut line were as expected. Fourth video: at 2:11 mark a device was introduced with a blue reload loaded. At the 4:10 mark the device was placed on the tissue. At the 7:38 mark the device was removed and the staple line and cut line were as expected. At 15:03 mark another device was introduced with a blue reload loaded. At the 16:52 mark the device was placed on the tissue. At the 20:58 mark the device was removed and the staple line and cut line were as expected. At 20:17 mark a third device was introduced with a blue reload loaded. At 20:42 the device was removed without firing. At 26:06 mark the third device was introduced again with a blue reload loaded. At the 26:34 mark the device was placed on the tissue. At the 20:58 mark the device was removed and the staple line and cut line were as expected. Fifth video: the video shows a device clamped on the tissue with a white reload loaded. At the 4:13 mark the device was removed and the staple line and cut line were as expected. At 27:19 mark a device was introduced with a blue reload loaded. Sixth video: at the 0.41 mark the device was placed on the tissue over a staple line. At the 1:44 mark the device was firing and the tissue was slightly drag. At the 2:01 mark the device was removed and the staple line and cut line were as expected. At the 2:20 a white object pops at the end of the firing sequence and was removed from the tissue this object most likely condition caused the not properly cut. At 24:20 mark second device was introduced with a blue reload loaded. At the 25:06 mark the device was placed on the tissue . At the 26:46 mark the device was firing. At the 27:05 mark the device was removed and the staple line and cut line were as expected. At the 28:12 mark third device was introduced with a blue reload loaded. At the 28:46 mark the device was placed on the tissue. At the 29:12 mark the device was removed and the staple line and cut line were as expected. Seventh video: at 2:35 mark a device was introduced with a white reload loaded. At the 3:20 mark the device was placed on the tissue. At the 5:20 mark the device was removed and the staple line and cut line were as expected. At 17:49 mark a device was introduced with a blue reload loaded. At the 20.25 mark the device was placed on the tissue. At the 20:56 mark the device was firing at the 21:15 mark the device was removed and the staple line and cut line were as expected. Eighth, ninth and tenth video. The video shows in all the video the surgeon is suturing the tissue. Eleventh video: at the 16:34 mark tissue was removed, and three b-formed staples were noted at the mark 19:26 it was noted slightly bleeding in a different area of staple lines, the staples are in b-formed shape on the staple lines. At the 22:11 mark a clip was placed on the tissue. At the 22:39 mark another clip was placed on the tissue. Based on the videos provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional information was requested, and the following was obtained: what foreign object or tubes where in the stomach at the time of firing? Answer: "by analyzing the records and discussing the case with the surgeon, it was identified that the patient was using a fouchet 32 probe. However, it is transparent and the image in the video is whitish. The patient was not using a gastric or nasogastric tube." A video was provided for review by ethicon medical safety officer. Following are their observations: in video 6 it is very clear that a white foreign matter tube or ng tube was within the jaws at the time of firing leading to this staple formation issue. Additional information was received: reload did not close properly, requiring two more reloads to be opened.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If so, were the staples formed correctly? No. If so, is the staple line complete? A: not informed but based on the report I believe not. Did the device cut? If yes, has the cut line been completed? If so, was there a problem with the cut line, such as serrated, dull knife, irregular, etc? Was there any difficulty opening the device? If so, how was the device removed from the patient? If so, did the jaws eventually open? Is the patient's current status known? A: discharge patient. Was there any consequence to the patient or change in the patient's postoperative care as a result of the event? (Prolonged hospitalization, readmission, reoperation, etc.) A: patient had a cut stomach". Patient consequences? Cut in the patient's belly. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Increased surgical time and possibly postoperative bleeding, as stapling is more hemostatic than hand suturing. The patient also had his length of hospitalization increased." The patient had to undergo another open procedure, extended hospitalization time could you please clarify if there were any.

Event description:
It was reported that during an unknown procedure, the reload did not close properly, requiring two more reloads to be opened. No other details provided.